Event description:
Related to MFR report # 2183959-2012-02698. It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams perigee pelvic mesh products to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion," dyspareunia, significant mental and physical pain, permanent injury, and recurrent incontinence that required additional surgery on (B)(6) 2009.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.